Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the patient's pump was flipping. The event date was provided as (B)(6) 2019. The patient reported the pump seemed to be flipping under their skin and was causing discomfort. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was done. The patient was taken to surgery to look at the pump and possibly suture it down again. It was reported the pump was replaced on friday (B)(6) 2019 due to the pump flipping. The pump was discarded by the healthcare provider. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.